Event description:
The head section of the bed is drifting.

Manufacturer narrative:
The hill-rom service technician found the head section drive screw was worn. The technician replaced the drive to repair the bed.